Event description:
It was reported that a patient underwent a ob-gyn procedure on (B)(6) 2022 and suture was used. During the procedure, it was found that a needle did not have a suture. It was a control release needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were x-rays performed to localize the needle? No further information is available. Was the needle removed from the patient? No further information is available. Was the procedure completed successfully? No further information is available. Lot number? No further information is available.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 7/14/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9,g1,g4,h3,h6 h3 evaluation: a labeled winding former of product with six needle-suture combinations, a dispensed needle-suture and a detached needle were returned for evaluation. This product code is multi-strand and required eight strands per packet. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that, the swage and attachment area were observed to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. Additionally, slight marks, that appeared to be by a surgical instrument, were observed on the needle body. In addition, six needle-suture combinations were visually inspected, and no defects related to pull off were found. A functional test was performed and the pull force was above the minimum requirements. The manufacturing records could not be reviewed as the lot number is unknown. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 275 g/m